Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "there was blood noted in a patients helium driveline. Reported two helium loss alarms yesterday but none recently. I advised j. To stop therapy, call a provider and clamp the helium driveline and pull gas line from console". Additional information states that "no medical intervention required. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging carton. Returned with the sample was the supplied 40cc inflation driveline tubing; blood was noted in the tubing. Upon return, a non-teleflex sheath was noted on the returned iab. The short arterial pressure tubing was noted connected to the iab luer. The one-way valve was noted tethered to the short driveline tubing. The bladder membrane was noted not attached to the distal tip and outer lumen; the bladder was not returned with the sample. The central lumen was noted bent at approximately 5.4cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the helium path-way. The fos cable was visually inspected; the fiber was noted broken at approximately 6.5cm from the distal tip. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clam-shell housing was examined, and no abnormalities were noted. The customer submitted photos were reviewed. The photo shows the alarm history log with multiple possible helium loss 3 alarms. The photos show the iabc and iabp serial numbers. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon rupture" is confirmed. Upon return, the bladder was noted not attached to the iab distal tip or outer lumen. Due to the returned state of the device, it could not be confidently determined what initially caused the complaint. Based on a review of the de-vice history record (DHR), the product met specification upon release; however, the specifications were not met due to the blood in the helium pathway. The root cause of the complaint is undetermined. No further actions required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "there was blood noted in a patients helium driveline. Reported two helium loss alarms yesterday but none recently. I advised (B)(6). To stop therapy, call a provider and clamp the helium driveline and pull gas line from console". Additional information states that "no medical intervention required. The patient status is reported as "fine".